Event description:
It was reported that a malfunction occurred with no notable events prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support team provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.